Manufacturer narrative:
During the device evaluation, the reported event of a bur breaking in the attachment could not be confirmed as no broken bur was found in the attachment. The attachment was found to have damage to the nose tube, which can be caused by excessive force application, and can lead to bur breaks during use due to excessive side loads. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a lumbar fusion procedure at the user facility, a bur broke off in the attachment. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a lumbar fusion procedure at the user facility, a bur broke off in the attachment. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.